Manufacturer narrative:
A supplemental report is being filed since a picture of the hair on component a8186-na / back table cover was submitted for investigation. No physical sample was available at the time of the investigation. The image query, electronic device history record (edhr), and bill of materials (bom) were all reviewed for component placement and material usage for work order (B)(4), back table cover. The work order's bill of materials consisted of 48 components of which ¿1 kit was reported for hair contamination found on component a8186-na/back table cover. Per cardinal¿s protocol all personnel are required to have head covers, bouffant, and beard covers (if applicable) to be worn in all production and manufacturing areas. On the date of 05/29/2019 for work order (B)(4) the production team produced a total of 192 kits and performed every 50 kit inspections with no defects found. A quality assurance inspection was also performed on the order with no defects found. There were no reports of any deviations on non-conformance investigations (nci) generated for the work order. The lot number for component a8186-na was 0159cd2. There were no reports of any scrap, return to stock (rts) or additional picks generated for component a8186-na. There were no special instructions to component a8186-na. The production team did not notice any hair contamination of this sort during the assembly process. The hair contamination could have come from vendor or the assemblers themselves; however, the root cause of the contamination is unknown. The sample image shows a long black air on btc cover a8186-na. The production team was notified of the hair contamination complaint for heightened awareness and to reiterate the importance of proper gowning, bouffant, head coverage and regular cleaning protocol.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility and it is currently under investigation. A follow-up report will be filed once investigation is completed.

Event description:
The customer stated that a hair was found in the lower extremity pack, catalog scvocctsr, the incident caused severe delays of an hour to the case where the custom pack was going to be used and all the instruments and materials had to be sterilized/replaced and this meant delays in their process. The patient remained under anesthesia during this time. The customer stated that it was an uneventful surgical case and post op thereafter. There was no injury. No patient demographics or an event date were provided. MDR filed based on potential risk to the patient.